Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observations revealed that the upper jaw of the passer has been significantly deformed contributing to the misalignment of the jaws and its failure to perform intended function. This complaint can be confirmed. This type of failure has been historically attributed to blunt force impact/ mishandling, a user issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 unrelated complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The mitek professional education person reported that one of their expressew iii suture passers with hook was broken during a sawbones lab in (B)(6). The tip of the device is reported to be broken. Not in use on a human, no patient consequences.